Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unexpectedly powering itself off and back on when they attempted to print. There was a patient involved in the reported event; however, there have been no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer to request the patient information. No response has been received from the customer.

Event description:
The customer contacted physio-control to report that their device was unexpectedly powering itself off and back on when they attempted to print. There was a patient involved in the reported event; however, there have been no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer to request the patient information. No response has been received from the customer.

Manufacturer narrative:
Physio-control downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. Physio replaced the device's battery pins and battery contact pcb assembly as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.